Manufacturer narrative:
The reported complaint of the missing egm was confirmed. Based on the information provided, it was determined that the egm was not retrieved and stored due to user error. Before the egm completed storage, the user navigated off of the screen. This is observed in the programmer logs. When this happens, the programmer does not retrieve the egm or the episode data. The device is performing as expected.

Event description:
Following a diagnostic test, the electrogram (egm) was not available for review on the device. The patient was stable.